Event description:
It was reported that a minimum fill notification occurred with multiple cartridges. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.